Event description:
A pt care representative reported that a pt who had undergone bilateral lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in both eyes on the first day post-op. This report concerns the pt's left eye. The topical steroid drops were increased to treat the dlk. On the second day post lasik, the dlk had progressed to stage 1. The flap was lifted, rinsed, and replaced. The pt was examined at three weeks post-op, and topical cyclosporine drops and artificial tears were prescribed. The pt has not returned to the clinic after that visit.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).